Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) primary finding: no anomalies found. It was noted that the grommet was damaged and the set screw was loose/detached.

Event description:
It was reported that during an implant attempt, there was an "atrial screw and insulation problem." The lead was not implanted. No patient complications have been reported as a result of this event.